Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported that the luke handpiece and the lcsc5 blade experienced a prolonged lockout. The device malfunctioned early in the case and the case continued successfully with another device. There was no pt consequence.